Event description:
It was reported that during procedure it was found that the debris shield was burnt. The issue also occurred after replacing the fiber and shield at the same time, therefore it is suspected that there is a problem with the console. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device was checked by a field service engineer, and it was noticed that optical axis of the main unit had no deviation. As a precaution, the optical system was cleaned and adjusted, and the circulating water was refilled. It was confirmed that the debris shield was damaged. The component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the conclusion code of cause traced to component failure is selected for the complaint.